Event description:
On 27-jul-2025, the user reported that on (B)(6) 2025, after receiving an alert 38 (motor stall alert) and restarting the ilet without resolution, they experienced no symptoms but were unable to resume insulin delivery. The ilet displayed a blood glucose (bg) of 248 mg/dl. The user removed all supplies, performed a dry run, and completed a supply change with new supplies, after which delivery successfully resumed. No medical intervention was required, and the user reported no symptoms. The ilet alerts were resolved following the supply change.